Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer 09 was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer did not open. A technical support specialist (tss) remoted into the cabinet and tested the drawers. User were heard attempting to open but did not initially open. Drawer 10 opened after manual assistance, revealing items improperly placed inside. After reorganizing the contents, drawers 09 and 10 opened and closed normally, allowing the user to sign in and issue medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.